Event description:
The colors on the uti test pads did not match any of the colors on the bottles. The wbc pad turned pink and the nitrite pad remained the same. Consumer went to dr and was diagnosed with uti. Amerifit is investigating this complaint pursuant to its internal procedures which included a review of the product release file and retain samples. From the info provided it appears that the consumer may have been comparing the test pads incorrectly to the color chart. The test strips may have been used in a manner not directed in the package insert. The consumer was diagnosed by a health professional with a uti so it could be that nitrites weren't present in the urine at the time the azo test strips were used. We're not able to obtain add'l info on what test(s) were used to diagnose a uti by consumer's health professional. Should add'l info become available, a supplemental report will be filed. PMA/510(k) k960888. Device manufacture date: 04/2008. (B)(6).